Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen and lcd (liquid crystal display) cable were replaced, and the issue was resolved. The customer reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working. The customer reported that the device was working, but the touchscreen was not. The customer attempted to perform a calibration, but the touchscreen would not calibrate. It was then noted that the customer attempted to reseat the cable, the issue was not resolved. The rse recommended that the touchscreen be replaced, and the part numbers for a replacement touchscreen and lcd (liquid crystal display) cable. This investigation is ongoing.